Event description:
A malfunction, identified by code malf 16, was reported, and there were no notable events prior to the incident. There was no adverse impact on the customer's blood glucose level. To address the issue, technical support replaced the malfunctioning pump. The customer utilized multiple daily injections as a backup therapy to ensure continuous insulin delivery. Cts provided instructions for storing the problematic pump and returning it with provided materials within a 10-day window. Additionally, the customer was informed about transferring pump settings and connecting the continuous glucose monitor to the replacement pump. The replacement pump was sent with a signature required for delivery.